Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the procedure, the internal bolster detached from the tube and was retrieved by a grasping forceps. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported due to this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Device codes: problem code 2907 captures the reportable event of internal bolster detached. Visual examination of the returned device revealed that the internal bolster was detached from the tube. There were no foreign materials, air bubbles, and voids identified in the tube/internal bolster. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported incident that the bolster detached/separated. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the internal bolster was detached due to user technique, patient anatomy or other procedural factors. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the procedure, the internal bolster detached from the tube and was retrieved by a grasping forceps. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported due to this event.